Event description:
It was reported that pump displayed malfunction code after customer brought pump into hot tub the previous night. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance using provided pump reset information, did not experience repeated malfunction, and was instructed to continue using pump and to call back if malfunction recurred.